Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR # 1225714-2013-02366.

Manufacturer narrative:
Additional information was received and during review it was noted that the follow-up 1 report for this event should be disregarded. The information in the follow-up 1 report was inadvertently reported for this patient and has been [re]submitted under mfg. Report numbers # 1225714-2015-08025 and 1225714-2015-08026 accordingly. This follow-up 2 report should be regarded as new, relevant information for the initially reported event. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated manufacturer report numbers: 1225714-2013-02366 and 1225714-2013-02367.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired approximately two months later. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.